Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation that was itchy and red with 'pustules' under the rear therapy electrodes. The patient later reported that his 'skin was hanging in threads'. The patient would not contact his physician. The medical outcome is unknown.